Manufacturer narrative:
Other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with neurostimulators for parkinson dual. A health care provider reported that the patient had dementia and parkinson disease. It was indicated that the patient's device site has been hurting the patient. A couple days later, healthcare provider reported that the cause of patient's hurting at device site was not related to deep brain stimulator (dbs). The patient developed anxiety even with low stim at all contact points. They kept dbs switched off even after electrode revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that they unable to turn stim on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.